Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic anomaly. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.